Event description:
It was reported that an ilet user wearing a dexcom g7 experienced a brief interruption of glucose readings on the ilet that resolved spontaneously, consistent with intermittent signal loss between the cgm and the ilet; no device alarms occurred, and troubleshooting and education on signal loss were provided. Symptoms included no reported adverse clinical effects. Outcomes included no impact on daily activities and no medical or surgical intervention. Investigation included a customer interview and technical review focused on cgm-to-pump communication. Investigation of this case revealed transient communication loss with subsequent automatic recovery, with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was loss of communication between the cgm and the ilet due to external or environmental factors.